Event description:
Patient had an esophageal stent placed in 2008. Patient complained of dysphagia about 8 days later, and was unable to keep any food down. Patient underwent esophagoscopy, which revealed esophageal stent to have 'doubled' on itself. The stent was removed.